Event description:
It was reported that upon implant of a new pulse generator on (B)(6) 2015, high impedance was detected. Pin reinsertion did not resolve the high impedance. Thus, both the generator and lead were replaced. Additional information was received that no generator diagnostics was performed. System diagnostics were performed on both the old dual pin generator and the new dual pin generator, prior to both being replaced by a single pin generator. The explanted generators and lead have not been received by the manufacturer to date. No additional relevant information has been obtained to date.

Event description:
Analysis of the explanted generator was completed. Other than the header separation/delamination and broken feed-thru wires of the pulse generator (likely occurred during explant), there were no other performance or any other type of adverse conditions found with the pulse generator. Analysis was also completed on the explanted lead. Abraded openings and fluid leaks were noted on the outer and the inner silicone tubing. A break was identified in both the positive and the negative lead coils in multiple locations. Pitting was observed on the lead coils at the points of fracture. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions. No additional relevant information has been obtained to date.

Manufacturer narrative:
Date of event; corrected data: the previously submitted MDR inadvertently provided an incorrect event date. Date of this report; corrected data: the previously submitted MDR inadvertently provided an incorrect report date. Describe event or problem; corrected data: the previously submitted MDR inadvertently stated the wrong date of surgery.

Event description:
The implant surgery for this patient occurred on (B)(6) 2015.

Event description:
The explanted generator and lead were received by the manufacturer for analysis. However, analysis has not been completed to date.